Event description:
Falsely elevated advia centaur xp vitamin d results were obtained by the customer on two patient samples and considered discordant when compared to an alternate vitamin d test method. The customer performed repeat testing on the discordant samples. The repeat result for one of the patient's sample was lower and the repeat result for the other patient's sample remained elevated. The discordant samples were neutralized with heterophilic blocking tubes (hbt) and the results were lower as with the alternate test method results. There was no known report of patient treatment being altered or adverse health consequences due discordant vitamin d assay results.

Manufacturer narrative:
The cause for the initially elevated advia centaur xp vitamin d results when compared to the results from an alternate vitamin d test method may be attributed to an interfering substance as indicated by the lower vitamin d results after the discordant samples were treated with heterophilic antibody tubes (hbct). The limitation section of the IFU states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The results section of the IFU states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."